Manufacturer narrative:
The mitraclip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This report is filed due to an increased mitral valve gradient and increased mitral regurgitation. Study patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with functional mitral regurgitation grade 3+, with dilated cardiomyopathy, primary jet a2p2, secondary jet a3p3, mitral annular calcification, mitral leaflet calcification, p2/p3 leaflet tethering. One mitraclip (cds0602-ntr 80906u128) was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2019, the discharge echocardiogram reported a mean mitral valve gradient of 9mmhg. On (B)(6) 2019, the mr had increased to grade 2+ and the mean mitral valve gradient was 10mmhg. Per physician, the increased mr was related to the mitraclip. There was no reported intervention or treatment. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation and mitral stenosis, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.